Event description:
It was reported that the device was used during an pneumonectomy procedure. It was reported that the staples did not form properly. The case was completed with hand suturing the bronchus. There was no consequence to pt.